Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing  noted on recorded atrial tachycardia/atrial fibrillation (at/af) episodes appearing to cause some  false at/af episodes was noted on the right atrial (ra) lead. Far field r-wave (ffrw) oversensing was also observed on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.